Event description:
It was reported that prior to an unknown procedure, misalignment. There was no pt consequence. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with the nose cone cracked. The hand piece was disassembled; a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.